Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a 33-year-old female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo essure confirmation test". The patient's medical history included obesity, depression, diabetic neuropathy, hypertension, type 1 diabetes mellitus, ovarian cyst, menstruation abnormal, fibroids, metastatic carcinoma, endometriosis, adenocarcinoma and ischiorectal abscess. Patient denies history of hematuria and hematochezia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 4 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("left lower quadrant pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((B)(6) 2018, hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 215 lbs. Insertion procedure: procedure: visualization of both tubes ostia were clearly seen and the placement of the first implant was done on the right fallopian tube without complication followed by the left insertion of the tube. There was one coil on the right side and no coil visualization on the left. There were no complications and no blood loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received- outcome of the event pelvic pain and left lower quadrant pain were updated. Reporter information was added. Seriousness criteria removed for event:genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo essure confirmation test". The patient's medical history included obesity, depression, diabetic neuropathy, hypertension, type 1 diabetes mellitus, ovarian cyst, menstruation abnormal, fibroids, metastatic carcinoma, endometriosis, adenocarcinoma and ischiorectal abscess. Patient denies history of hematuria and hematochezia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery ((B)(6) 2018, hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 215 lbs. Insertion procedure: procedure: visualization of both tubes ostia were clearly seen and the placement of the first implant was done on the right fallopian tube without complication followed by the left insertion of the tube. There was one coil on the right side and no coil visualization on the left. There were no complications and no blood loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a 33-year-old female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo essure confirmation test". The patient's medical history included obesity, depression, diabetic neuropathy, hypertension, type 1 diabetes mellitus, ovarian cyst, menstruation abnormal, fibroids, metastatic carcinoma, endometriosis, adenocarcinoma and ischiorectal abscess. Patient denies history of hematuria and hematochezia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 4 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("left lower quadrant pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((B)(6) 2018, hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 215 lbs. Insertion procedure: procedure: visualization of both tubes ostia were clearly seen and the placement of the first implant was done on the right fallopian tube without complication followed by the left insertion of the tube. There was one coil on the right side and no coil visualization on the left. There were no complications and no blood loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Lot number: a45104, manufacture date: 2012-08, expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo essure confirmation test". The patient's medical history included obesity, depression, diabetic neuropathy, hypertension, type 1 diabetes mellitus, ovarian cyst, menstruation abnormal, fibroids, metastatic carcinoma, endometriosis, adenocarcinoma and ischiorectal abscess. Patient denies history of hematuria and hematochezia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery ((B)(6) 2018, hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6). Insertion procedure: procedure: visualization of both tubes ostia were clearly seen and the placement of the first implant was done on the right fallopian tube without complication followed by the left insertion of the tube. There was one coil on the right side and no coil visualization on the left. There were no complications and no blood loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received lot number was added. Events " abnormal bleeding (general), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain. Abnormal bleeding(vaginal, menorrhagia), left lower quadrant pain, she did not undergo essure confirmation test" were added. Reporter, patient and product information were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.